Event description:
One device reported as having an alleged false positive result. The complainant mentioned the customer retested with an additional lucira test (result unknown) and a pcr test with a negative result.

Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a112803223m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false positive" failure mode, prior to the reported receipt date of august 23, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). DHR review kit lot# k08a112803223m2: sample vial lot DHR review: 2203308, 2203360, 2203375, 2203299, 2203220 (associated internal lot # 220305-2w, 220305-2y, 220124-8t, 220124-11b, 220124-8x). Test lot dhrs review: 2203216, 2203199, 2203196, 2203216, 2203242, 2203218, 2203217, 2203243, 2203351 (associated internal lot # 220305-9n, 220305-9q, 220305-9i, 220305-9s, 220305-9y, 220305-9w, 220305-9u, 220305-12b, 220305-15w). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it. Expiration date of kit lot number k08a112803223m2-02/28/2023.